Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The alarm trace showed sample duplication alarms around the time of the event and it was found that no cell wash detergent was on board the analyzer. The investigation is ongoing.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for 1 patient sample on a cobas 4000 c311 stand alone system compared to hplc testing. On 22-apr-2024, the initial a1c result was 5.67%. The customer was having calibration issues with analyzer and sent the patient sample out for hplc testing. On (B)(6) 2024, the a1c result obtained via hplc testing was 5.0%.